Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported information.

Event description:
"It was reported a broken 6.6 coral screw was currently in a pt. At this time we do not know when the revision will be or the size of the screw. The pt experienced occasional stabbing and creaking pains 15 months postoperatively. The x-ray indicated a broken 6.5 coral screw (the head was off the screw) on the left side of the construct." On (B)(6) 2013, the customer reported a revision surgery has not been scheduled to date. The lot number of the screw and part number were not known at this time. Additional information was requested by integra.